Event description:
Patient stating freedom pump stopped working during last infusion. Patient was unable to infuse entire dose. Patient did not reach out to on call service. Rph recommended remaining drug to be discharged. Rph also stated patient currently at steady state and levels should hold and patient shouldn't be clinical compromised due to entire dose not being administered. No side effects noted due to missed dose. Patient tolerates therapy. Patient verbalized understanding of drug information provided. Plain: will need to out new freedom pump with next shipment. No ade reported due to partial dose. Patient only reporting pump malfunction. Tolerates therapy well. Rph doesn't have ability to track pump serial number/lot (don't have access to one track program used by specialty materials at mtp). Dose or amount: 15gm. Frequency: weekly. Route: sc. Dates of use: (B)(6) 2011 to present. Diagnosis or reason for use: d83.0.